Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture.

Event description:
Patient reported right side rupture. Healthcare professional reported ¿breast cancer¿, ¿capsular contracture of breast implant¿, ¿slightly increased, small amount of fluid collection around the implant bag¿, ¿prominent internal folding¿. The event of ¿malignant neoplasm¿ is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the shell, underweight, crease flat and wear abrasion. A microscopic analysis was performed which identify a sharp edge opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is an opening sharp in the posterior side assessed as unidentified (tear) broken.

Event description:
Patient reported right side rupture. Healthcare professional reported ¿breast cancer¿, ¿capsular contracture of breast implant¿, ¿slightly increased, small amount of fluid collection around the implant bag¿, ¿prominent internal folding¿. The event of ¿malignant neoplasm¿ is not device related. Device has been explanted.